Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. Both the presence of stair-step stage I fatigue features and the proportion of the fracture surface exhibiting fatigue features indicate high-cycle, low stress fatigue failure. The hip stem was cyclically loaded beyond the elastic limit of the material, resulting in fatigue crack initiation and propagation. No material defects were observed in the prodigy femoral hip stem that could have contributed to the fatigue fracture initiation and propagation to failure. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of a broken femoral stem.